Event description:
The customer stated that the lh750 instrument leaked blood and the bellows were not draining. The volume of leak was 2 cc and was contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found tubing leaking at the rbc sample line that comes from the bsv (blood sample valve) to y-fitting into rbc bath. He trimmed the tubing at the y-fitting and reattached it, stopping the leak at the y-fitting. The fse ran samples and liquid was still present between the random access and the ttm (triple transducer module). He found the blue quick disconnect tubing (qd9-3) from the flow cell upper sheet was not tightened. He tightened qd9-3 and resolved the leak. (B)(4).